Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-aug-2023. H.6. Investigation summary: a complaint of the y connector being attached incorrectly was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The last y-site on the set was assembled upside down. A device history record review for model 2426-0500 lot number 23063006 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 04jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and an investigation was performed. The root cause was determined to be the personnel manufacturing the set. Set was not assembled per procedure and the set was not inspected. The involved personnel were notified of this failure and the importance of assembling sets correctly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported while using bd alaris pump module smartsite infusion set the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: bd alaris pump tubing "y" connector at patient end is attached incorrectly causing medication when injected into tubing to be forced up towards intravenous (IV) bag instead of down into patient.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA. Medwatch report # (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: bd alaris pump tubing "y" connector at patient end is attached incorrectly causing medication when injected into tubing to be forced up towards intravenous (IV) bag instead of down into patient.